Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was believed to be end of life, as it was implanted about ten years ago. Therefore, the device was previously removed at an unspecified date and there was missing fluid in the reservoir, caused by a possible leak in the tubing. The patient underwent a re-implant surgery and a new ipp was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.